Event description:
It was reported that during pre-surgery, it was observed that the hose on the motor device was leaking. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose and internal rub. Therefore, the reported condition was confirmed. It was determined that the holes in the hose were caused by allowing the hose to come into contact with a sharp object. It was determined that the internal rub was caused by worn bearings. The assignable root cause was determined to be due to user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.